Event description:
A non-health care professional reported that during an intraocular lens (iol) implantation procedure, the haptic was found to be ruptured. The iol was explanted during the initial procedure and there was no impact to the patient. Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).